Manufacturer narrative:
Investigation: production process data analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. User (surgeon) information analysis: the x-ray demonstrates extender misalignment with an angle over 15 degrees, that was present during surgery and increased post-op . The extender degree increase since the upper screws used was small/short and could not hold the desired extender angle. Patient reoperation finding: the surgeon performed revision surgery on (B)(6) 2021 where bigger/longer screws were placed and the extender angle was corrected. Risk assessment: at the time of this report (march 8, 2021), the company's incident rate of extender misalignment due to wrong screw size selection is 0.2%. The risk of "extender and mid-c system not properly aligned" has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 22.8). The risk of "misuse- wrong selection of the size of screws "has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 1.28).

Event description:
The distributor reported that the patient had revision surgery to correct the extender angel.